Event description:
The pt reportedly experienced overwhelming noise, sudden dizziness, and severe vertigo. This occurred after reprogramming and leaving the quiet office to enter a lobby. The patient's old programs were restored to be used instead of the new ones. The doctor prescribed gravol to treat the pt's condition and the patient was monitored by the doctor for five hours.